Manufacturer narrative:
Ous MDR - after an implantation time of about 11 months, oversensing was reported. No adverse patient side effects have been reported. Implant, explant and event dates were not made available.

Event description:
Ous MDR - after an implantation time of about 11 months, oversensing was reported. No adverse patient side effects have been reported. Implant, explant and event dates were not made available.